Event description:
A (B)(6) customer contacted baxter's technical service center regarding a pick up of the homechoice (hc) device as the patient had expired. The care giver (cg) stated that the home patient (hp) was in the hospital at the time of death. The hp was not connected to the hc. The patient reportedly had cardiomyopathy and was hospitalized due to cardiac problems. The probable cause was undetermined. A follow up call was made to the facility nurse who was unable to provide additional clinical information. The nurse confirmed the patient had been hospitalized for cardiac related issues and was not connected to the homechoice device at the time of death. The listed cause of death is unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
(B)(4). The device was returned on an unknown date. No information is available regarding the event history. The service history indicates the device had not been returned for servicing in the past two years. Evaluation results indicate: the device powered on properly however, complete testing of the unit could not be performed due to a broken door handle. Review of the event history log identified the following alarms: se2084, check patient line, rls163, check lines and bags, battery failed. The assignable cause for the se2084, rls163 and broken door handle was determined to be door assembly. The assignable cause for the battery failed alarm was due to a depleted 6 volt lead acid battery. The assignable cause for the additional alarms (check patient line and check lines and bags) was undetermined. The assignable cause for the reported issue with regards to the device was undetermined and confirmation of an issue with the device was not identified. Based on all available information no issues or malfunctions were identified that may have caused or contributed to the reported issue of patient passed away. The device was serviced and tested per the local procedures and passed all required tests.